Event description:
Patient was revised to address cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 3/7/2016: litigation received. Litigation alleges pain, discomfort, and elevated metal ion levels. The head, liner, and stem are being added to the complaint. This complaint was updated on: 3/22/2016.

Manufacturer narrative:
Additional narrative: examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle metal on metal litigation received. In addition to what was previously alleged, litigation alleges injury, inflammation, loss of mobility, and loss of range of motion.